Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 485 mg/dl at the time of incident. Customer treated high blood glucose level was syringe. Customer also stated that the insulin pump had no delivery pump. Trouble shooting was performed. No delivery issue was resolved by changing by complete set. Customer declined troubleshooting for high blood glucose at the time call but they specified that they will call later to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.